Manufacturer narrative:
Updated fields: b4, d8, d9, g3, g6, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. The iab was returned with the membrane completely unfolded and blood on the exterior of the catheter, between the catheter and the sheath and. The 8fr returned sheath was returned over the catheter tubing. Two kinks were observed on the catheter tubing approximately 75.4cm and 74.2cm from iab tip. The optical fiber was found to be broken approximately 27.4cm and 74.4cm from the iab tip. The three-way stopcock and extender tubing were also returned. The inner lumen was found to be occluded. The occlusion was unable to be cleared. The reported failure was confirmed by the evaluation. We are unable to determine when this may have occurred. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). The reported failure was confirmed by the evaluation. We are unable to determine when this may have occurred. Complaint ID: (B)(4).

Event description:
It was reported that the intra-aortic balloon(iab) had a fiber optic sensor failure.

Manufacturer narrative:
Due to character limit in e1 event site name is university of kentucky medical ctr. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. No decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months).